Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's friend reported that the patient's device is "jumping" and questioned whether the patient was being shocked. The patient was not having any other known symptoms. The patient asked for the device to be checked and was referred to contact the physician. The device is still in use. No further patient complications have been reported as a result of this event.